Event description:
It was reported that the patient presented in the hospital with elevated rv capture threshold and low lead impedance. Physician interpreted elevated measurements as an early sign of lead failure. The lead was extracted and externalized conductors were observed. Patient condition post procedure was stable.

Manufacturer narrative:
A partial lead measuring 63.9cm was returned in two segments for analysis. Internal insulation abrasion was noted at 7.5-8.5cm and 10.2-11.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.5cm from the distal tip. The etfe coating was abraded at this location. (B)(4).